Event description:
After engaging the neuron into the cervical portion of the ica with an .035 terumo guide wire, a syncro 14 guide wire was introduced with an echelon 14 micro catheter through the neuron's hub. Significant resistance was encountered at the hub entrance. When more forward force was applied, the micro catheter kinked at the distal end near the entrance of the hub. A new guide wire and micro catheter were selected and reintroduced with similar results. The physician then removed the neuron catheter and a new catheter was replaced with no pt injury.

Manufacturer narrative:
Technical eval: during eval an 0.053" mandrel wire was introduced through the catheter and it was moving smoothly even through the distal kink. Another 0.070" mandrel was inserted but with some resistance. Visual inspection under microscope of the main shaft at the hub separation shows that the hub has been bent in a sharp angle during the procedure by holding the device from the hub and creating a levering effect between the more rigid material and the less rigid material of the main shaft, the break location constitutes the point of impact subjected to the levering force during handling thus causing the break. The distal kink was caused by significant catheter fatigue after delivering 15 coils into the aneurysm, the repeated movement in the arch caused the 070 to scissor itself, causing the kink. The hub separated from the rest of the device as it was handled roughly. Root cause: rough handling of the device during use. The DHR of this mfg lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95cm x 6cm) shaped tip, lot number l13865. (B)(4). The lot was build under deviation authorization da 059 which allowed for 1 year expiration dating while waiting for the 1 year accelerated aging data to be completed. The da controlled the release of the lot to the market until the shelf life study was completed. In addition, all destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specs. A review of the coil sub-assembly lots used to manufacture lot l13865 show no anomalies with mfg process, however, (B)(4); the 3 lots passed all the required dimensional measurements. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.